Manufacturer narrative:
Additional narrative:(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device coupling head came apart because the coupling screws were loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite degradation from normal use and repeated sterilization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during device sterilization, it was observed that the electric pen drive device was broken. During in-house engineering evaluation, it was observed that the device coupling head came apart because the coupling screws were loose. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.